Manufacturer narrative:
A ge service rep performed an onsite investigation. The printed circuit boards and connections were reseated. The power supply was adjusted and the software and calibration files were reloaded. The generator interface board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce an x-ray during a case. No pt injury was reported.